Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that the certas plus valve was implanted to an (B)(6) year-old male patient via l-p shunt in (B)(6) 2020 with an unknown setting. The valve was used with the silascon lumbar catheter (manufactured by (B)(4), product code: 702-jj). Obstruction of the valve and abdominal catheter was confirmed. The valve was removed and replaced on (B)(6) 2021. The patient is in follow up. No further information was provided by hospital.

Manufacturer narrative:
The certas valve was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected; no defects noted with the valve, small cuts in the 16mm catheter were the suture would have been. The valve was hydrated. The 295mm distal catheter was irrigated, no occlusions noted. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any occlusions with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation the no functional issues were noted with the valve. The root cause for the cut/tear found in the 16mm catheter were the suture would have been noted during the investigation, was due to a sharp or pointed object coming into contact with the catheter, as noted in the IFU, silicone has a low tear/cut resistance.

Event description:
N/a.